Event description:
It was reported to target that during an embolization procedure the gdc coil did not detach after 20 minutes. Upon inspection of the returned product on 5/12/98 it was discovered that the coil had detached from the pusher wire inside the catheter making this complaint a MDR. There was no impact to the pt's health from this procedure.